Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, document is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, document is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 5:53:52 through (B)(6) 2021 at 8:41:55. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No low flow events were observed throughout the log file as the log file did not capture events prior to (B)(6) 2021 at 5:53:52. The pump appeared to function as intended corrective action was opened to investigate extrinsic outflow graft obstruction associated with the hm3 lvas. The patient remains ongoing on heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was having low flow alarms that were positional. When the patient was lying flat there were no alarms, when they sat up the device would alarm for low flows. Log files were sent for review and no low flow events were found, however pulsatility index (pi) events were noted throughout the event history. There were no other unusual events recorded in the log file event history. The patient had a computed tomography angiography (cta) back in february, and this was repeated on (B)(6) 2021 as well. The cta results were as follows: the patient did have compression of the outflow graft with build up in the bend relief. There was no evidence of pulmonary embolus. The thoracic aorta appeared to be normal. There was mild-to-moderate cardiomegaly, and stable pulmonary emphysematous changes. They also had stable bilateral pulmonary opacities compatible with round atelectasis, which was unchanged. Interval enlarging small-to-moderate left pleural effusion was present. The surgeon stated that he felt the graft was not compressed enough for an exploratory surgery.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.